Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as "downstream occlusion" messages. The reported issue could not be reproduced during evaluation since another error occurred preventing further testing of the device. No component was determined for causality and no correction identified. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion error that would not clear. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.